Event description:
Patient was brought to the operating room, prepped and draped in the usual sterile fashion. #1: provider could not get the jaws to work. Had to get another device (powered plus stapler). Manufacturer response for staple, implantable, echelon flex (per site reporter). Device is with surgery inventory coordinator/ materials management.

Event description:
Patient was brought to the operating room, prepped and draped in the usual sterile fashion. Provider could not get the jaws to work. Had to get another device (powered plus stapler). Manufacturer response for staple, implantable, echelon flex (per site reporter). Device is with surgery inventory coordinator/ materials management.